Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-03672; reference MFR. Report#: 1627487-2019-03676.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2019-03672, reference MFR. Report#: 1627487-2019-03676. It was reported the drg system was not providing effective therapy. As a result, the patient underwent surgical intervention wherein the drg system was explanted and replaced with an scs system.